Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00117. (B)(6). The device was manufactured between 25feb2019 and 27feb2019. The device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device, indicating that a leak had occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked from an unknown location into the overpouch. The device was filled with 13500mg piperacillin/tazobactamin 0.9% sodium chloride. There was no patient involvement. No additional information is available.